Event description:
A customer reported an issue with the pump's touchscreen, which was not responding and had a frozen screen despite not being cracked or shattered. There was no adverse impact on the customer's blood glucose level. Despite attempts to reset the pump, the problem persisted, leading to the decision to replace the pump. The technical support team provided the customer with detailed instructions on returning the defective pump and setting up the replacement, ensuring no interruption in insulin delivery by advising the use of multiple daily injections as a backup therapy. The customer acknowledged these instructions and confirmed the shipping arrangements and handling procedures.